Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision of right knee due to aseptic loosening.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) tibial loosening of an unknown cause, which damaged the bond of the implant to the bone.

Event description:
Index surgery: (B)(6) 2013. Revision of right knee due to aseptic loosening.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision - reason unknown.